Manufacturer narrative:
The device was returned to olympus for inspection. It was observed that during the device inspection the inner sheath, long, the ceramic tip was broken. A root cause could not be established the most likely cause was determined to be, component failure due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the inner sheath, long, the ceramic tip was broken. There was no patient involvement.